Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4).during service at baxter, it was discovered that the channel a select key was inoperative on the pumphead module keypad. The channel a pumphead module keypad was replaced.

Event description:
A baxter service technician reported a colleague infusion pump with the channel a select key inoperative on the pumphead module keypad. This event occurred during product evaluation. There was no patient injury, adverse event or medical intervention associated with this report. The user interface module master software version is 5.04.00, categorized as unremediated.no additional information is available.